Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
It was reported that during a colectomy robotic assisted procedure, on the 2nd firing in side-to-side colon to rectum direction, the device cut on the colon side, but not on the rectum side. The staples that were deployed on the colon side were goal post shaped. The procedure was completed using a like device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # p58031. Device evaluation: the analysis results found that the tlc55 device was received with no apparent damage, with no reload present. In addition several unformed staples were received on plastic bag. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge was received for analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Photo analysis: two photos were provided, photos provided show tissue with staples present, some staple can be seen unformed and over the tissue.  Based on the photo evidence, unformed staples can be confirmed, however, the photos do not provide evidence relative to what may have caused the issue.

Manufacturer narrative:
(B)(4). Corrected data: the analysis results found that the tlc55 device was received with no apparent damage, with no reload present. In addition several unformed staples were received on plastic bag. No conclusion could be reach as to how the staples were loose as no cartridge was received for analysis. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge was received for analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.